Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having charging issues. The patient underwent a pocket revision and an ipg replacement procedure. The patient was doing well postoperatively, and the explanted ipg will not be returned as it was discarded by the medical facility.